Event description:
It was reported that a dissection occurred. Two ranger balloons were selected for use. During the procedure, a blood vessel dissection occurred. Bail out was performed and it recovered.